Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) received an inappropriate shock while at work and was subsequently hospitalized. Therapy was programmed off to prevent further inappropriate shocks. Upon data review, it was confirmed that the shock was delivered due to over-sensed noisy signals. Provocative maneuvers and exercise testing were performed, but the noise was not reproducible. The patient was discharged, but therapy remains programmed off. Data was forwarded to boston scientific technical services (ts) was contacted and it was discussed that the signals were the result of changes in the impedance pathway of the sensing vector. Further provocative maneuvers were strongly recommended, as well as diagnostic imaging to assess the system integrity. At this time, the s-ICD system remains implanted and the patient was stable.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) received an inappropriate shock while at work and was subsequently hospitalized. Therapy was programmed off to prevent further inappropriate shocks. Upon data review, it was confirmed that the shock was delivered due to over-sensed noisy signals. Provocative maneuvers and exercise testing were performed, but the noise was not reproducible. The patient was discharged, but therapy remains programmed off. Data was forwarded to boston scientific technical services (ts) was contacted and it was discussed that the diagnostic images provided did not show evidence of a system placement issue. It was unclear whether the inappropriate therapy was delivered due to air entrapment or a sense node b issue. Because the patient was worried about receiving more inappropriate shocks, the physician elected to surgically explant and replace the s-ICD system with a transvenous system to resolve the event. No additional adverse patient effects were reported. The s-ICD system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) received an inappropriate shock while at work and was subsequently hospitalized. Therapy was programmed off to prevent further inappropriate shocks. Upon data review, it was confirmed that the shock was delivered due to over-sensed noisy signals. Provocative maneuvers and exercise testing were performed, but the noise was not reproducible. The patient was discharged, but therapy remains programmed off. Data was forwarded to boston scientific technical services (ts) was contacted and it was discussed that the diagnostic images provided did not show evidence of a system placement issue. It was unclear whether the inappropriate therapy was delivered due to air entrapment or a sense node b issue. Because the patient was worried about receiving more inappropriate shocks, the physician elected to surgically explant and replace the s-ICD system with a transvenous system to resolve the event. No additional adverse patient effects were reported. The s-ICD system was returned for analysis.